Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was almost 600 mg/dl. Customer experienced symptoms such as nausea and heart pounding. The customer troubleshooting was based on reported of under delivery. The customer was treated with insulin drip and changed set and bloused with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery because health care professional told her auto mode was not working. Customer stated that they was unknown about used auto mode. Customer reports they did n contact their health care professional regarding the high blood glucose. Customer performed displacement test and test was passed and declined to perform the high pressure test. The insulin pump as well as reservoir will not be returned for analysis.